Event description:
A ventilator was returned to a third party service center with an allegation the device had low oxygen inlet pressure. There was no harm or injury reported. The ventilator was evaluated at the third party service center and the customer's complaint was confirmed. The device's oxygen blending module pca was replaced to address the issue.